Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported the implantable neurostimulator (ins) worked part of the time, but part of the time it didnt. According to the consumer their healthcare provider (hcp) told them it was because they needed a new lead, but the hcp wasn't a neurosurgeon. The consumer was trying to get an appointment with a neurosurgeon that could place the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.